Event description:
It was reported from (B)(6) that the tip of the craniotome device was bent/damaged. The event was not reported to have occurred during a surgical procedure. There was no delay to a scheduled surgical procedure as a spare device was available for use. There were no reports of injuries, medical intervention or prolonged hospitalization. The date of event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Initial reporter: contact number (B)(6), contact address was not provided the actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the dura guard(protective foot) and back post was bent. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to excessive force being placed in the device during use. This was further defined as misuse, abuse and/or user error. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.